Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Display "er2" upon startup. Fs log # 99534. 1216677-2022-00321 leep system 1000 esu gen 52969,

Event description:
Display "er2" upon startup. Fs log # 99534. 1216677-2022-00321 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured on 01/19/2011 under wo (B)(4) and shipped 01/31/2011. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition in reference to 'error 2". The issue was addressed by the supplier and further supported by service and repair. See corrective action section. Product receipt: the complaint unit was returned on a repair. However, based on log 99534, this unit was at csi on 12/02/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: service and repair confirmed the 'error 2', which is directly related with capacitor and fuse damage. An error 2 indicates flow of 15v is improper. Alsa had determined c16 and c17 required an update to prevent the potential for this error. Fuse 1, capacitors 16 and 17 were replaced. Correction and/or corrective action: the unit was repaired, tested and returned to the customer. The capacitors had been updated by alsa for optimal performance. Service and repair will replace the capacitors if the previous versions are found on a unit. No further corrective action is necessary. No further training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.